Event description:
Related manufacturer report number: 2017865-2022-08582. During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead and varying sensing resulting in undersensing was observed on the right atrial (ra) lead. Abbott technical support was contacted and confirmed the event. Provocative testing was performed and revealed no anomalies. The event was resolved by reprogramming the device. The patient was in stable condition.